Event description:
The customer was looking for info about retrieving data after pt's discharge.

Manufacturer narrative:
The customer was looking for info about retrieving data after pt's discharge. This pt died at this hospital. Product labeling states that "when a pt is discharged from the monitor or from an info center, all pt data is deleted. Make sure that you have printed out any required reports before discharging. Check that a functioning local or central printer is available before you use end case". Recording logs did not show a request for recording for his particular bed around the incident time. In this case, the customer discharged the pt deleting all data and records for that particular bed, so no pt data can be retrieved. The available info supports that there was no malfunction of the device, labeling, or design, but rather a user error issue in discharging the pt before printing or saving pt's data. No other calls were logged and no further investigation or action is warranted.